Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the fill cycle of their automated peritoneal dialysis therapy. The home pt reported that they had completed one cycle, disconnected during the dwell phase and fell asleep. The home pt stated they woke up and reconnected self to the homechoice set. The home pt reported that they went to the bathroom, noticed that their lap was wet, and received a system error alarm. The home pt stated that they were half asleep when they had reconnected their transfer set to the pt line of the homechoice set and didn't connect it securely. Baxter's technical svc ctr assisted the home pt in ending therapy. The home pt stated that they completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.